Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush motor support disk. The device was received with cracked case at the display window corners and the battery tube threads.

Event description:
The customer reported that the insulin pump has been bumped and the battery compartment has a crack as well the top of the reservoir. The blood glucose reading was 68mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.